Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) approximately ten years and eleven months post implant. The patient also reported anxiety related to the filter. According to the implant records the indication for the filter implant was morbid obesity with elevated risk for pulmonary thromboembolism. Sheath access was made via the right common femoral vein. Power injection was performed to obtain inferior vena cava (ivc) cavagram, which showed a caval diameter of 38mm over the body of the l3 vertebrae, where the optease filter was then inserted and deployed. Post-placement fluorogram confirmed good position and orientation of the optease filter. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry, size and tortuosity. The IFU lists placing an ivc filter in patients with an ivc diameter larger than 30 mm as a contraindication. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the filter. According to the implant records, the patient was reported to have a preoperative diagnosis of morbid obesity with elevated risk for pulmonary thromboembolism. The patient's right groin was prepped and draped in the usual sterile fashion. Doppler ultrasound was used to locate the right common femoral vein. Under fluoroscopic guidance, and using seldinger technique, a flexible guidewire, a dilator and introducer were inserted and advanced to the level of the right common iliac vein. Hand injection was performed to confirm intravascular placement. Power injection was performed to obtain inferior vena cava (ivc) cavagram, which showed a caval diameter of 38mm over the body of the l3 vertebrae, where the optease filter was then inserted and deployed post-placement fluorogram confirmed good position and orientation of the optease filter. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and eleven months after the filter implantation. The patient further reports perforation of filter struts outside the ivc and experienced anxiety related to the filter.